Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link devices were under infusing while in use on patients. The nurse reported that one 250 ml bag of an unspecified solution had 150 mls left in the bag upon completion of the infusion and further stated that, on average, the infusions have been taking 15 minutes longer than previously. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.